Event description:
The manufacturer received information alleging an alarm occurred causing the airflow to stop during use on the device. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not confirmed. During the evaluation of the device at the manufacturer's service center, a "ventilator inoperative" code was found in the ventilator's downloaded error log. The device's system board was replaced to address the issue. Additional findings not related to the malfunction/issue, the blower and silver inlet foam kit were replaced on the device. The device was cleaned, and a functional test performed, the device was operating properly.